Event description:
Two inner and outer nuts backed off of the screws post-operatively. According to the complainant, x-ray revealed that on both screws, the inner and outer nuts were laying separate from the screws. This occurred two weeks post-operatively. The lot numbers were not reported. There is no explant surgery scheduled at this time.